Manufacturer narrative:
A ge service representative performed an on site investigation. The drive was formatted and the software was reloaded. The camera power supply in the backpack was replaced by the customer's engineer. The system was tested and operates as intended.

Event description:
The customer reported that during a case, the 2800 system locked up and would not perform fluoroscopic x-ray. However, after rebooting the system, there were no additional problems. No pt injury was reported.